Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889-28, lot# va13kj0, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Fdc applies to the ins fdc applies to the lead fdd (B)(4) applies to the ins and the lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp reported that the patient had therapeutic benefit from the device, but there was puss and irritation at the pocket site which developed throughout the month of (B)(6). As the infection progressed the patient's therapeutic benefit decreased and the device was explanted completely. There were no impedance issues with the device according to the physician. The patient is reported to be alive and well with no injury and plans to receive another implant after the infection has cleared. The issue was reported as resolved at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.